Manufacturer narrative:
The implanting physician, dr. (B)(6), attributed the perforation to surgical error. He believes that he perforated the bladder after encountering encapsulation scar tissue from the patient's previous proact implants. Note that the patient intends to return in (B)(6) 2021 to have the proact implantation procedure completed once the perforation has completely healed. Uromedica complaint ID (B)(4).

Event description:
Bladder perforation in a male patient during a proact revision procedure. The patient's left-side proact was implanted without incident, but the patient's bladder was perforated with the sharp-tipped trocar during dilation for the patient's right side proact. Patient sent home with catheter.